Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for low blood glucose levels. Glucose levels were not reported. The customer also reported that the insulin pump was exposed to an MRI twice. The displacement test passed. All programming is correct. No other information was provided.